Event description:
This lead was implanted on (B)(6) 2004 and capped on (B)(6) 2011 due to a fracture with chronic noise. The procedure took place at (B)(6) heart hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).